Event description:
A biomed reported that an insulin infusion was administered in 90 min however the intended programming was for 8 hours. The nurse had reported to the biomed that the device had infused too fast. No pt harm or medical intervention was reported. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer has requested an event log review. The devices have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.